Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient experienced elevated blood glucose of 364 mg/dl. The patient bolused 20 units of insulin via his infusion device. His blood glucose was not going down and so he bolused 23 additional units of insulin. His blood glucose level still wasn't going down. The patient called 911. He woke up in the hospital with two ivs in place. He alleges that his infusion device was not delivering an accurate amount of insulin. The patient was diagnosed with diabetic ketoacidosis at the hospital. The patient's doctor removed him from the infusion device and the patient began giving himself insulin injections in place of utilizing the infusion device. The infusion device was requested to be returned for product evaluation.